Event description:
During preventative maintenance of the device, the user reported the alert level sensor on the safety monitor did not function. The service representative replaced the level sensor and returned it for investigation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.